Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the battery is permanently damaged due to 3 overdischarges. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported patient called to ask how to turn ins off or put in MRI mode for upcoming MRI. Patient was unable to sync with remote. Patient stated they have not recharged or used the device in over one year. Discussed stim is off as it is likely over discharged. Patient to call manufacturer representative (rep) if they want to schedule a trickle charge and/or reprogramming. Patient does not want either at this time, no further issues. Patient stated they don¿t need the stim anymore as it don¿t help. The issue was not resolved and is ongoing. No further issues or information. Patient was directed call rep if needs anything. 2024-sep-11: additional information was received from a healthcare professional (hcp). The hcp reported that the device was explanted.